Event description:
Mityvac 007 applied -- 4 pulls to deliver head. Infant determined to have subgalea. Hematoma by clinical picture. Infant is recovering well from event and it appears that there will be no long term deficit.